Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issues by pressing resume to continue insulin delivery and changing pump supplies.